Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. Additionally, a specific cause for and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported infection could not be conclusively determined through this evaluation. The controller event log files contained events from 06jul2025 to 11jul2025. Intermittent low flow hazard alarms were captured on (B)(6) 2025, which were associated with elevated puisatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the there was a brief power outage during a thunderstorm. After the event the patient noticed that the system controller alarm history was only showing 1 low voltage alarm and the previous alarms were lost. There were 2 low flow alarms from (B)(6) 2025 that were not showing. Then it was seen that there were 6 alarms on the system controller. 2 recent low voltage alarms on (B)(6) 2025 and one (B)(6) 2025. There were also 3 low voltage alarms and 1 external power disconnect associated with the power failure. The log files were reviewed and showed low flow events on (B)(6) 2025. There were also some lower flows noted on (B)(6) 2025 where the estimated flow was right below the 2.0 lpm threshold. It appeared the patient had their low flow threshold set to 2.0 pm. These lower flows did not last long enough to trigger an alarm. There were low voltage/no external power events seen on (B)(6) 2025. All 6 alarms stored on the system controller should remain event when a no external power event occurs due the system controller's emergency backup battery (ebb). The patient was said to have persistent low flows and less now. This was said to be primarily due to intractable nausea from antibiotics which had since been changed. The low flows hadn't resolved but were less. The plan was to list the patient for transplant in mid september. The patient felt lightheaded with most of the low flow alarms. The antibiotics being used were not related to left ventricular assist device (lvad) therapy. The patient had a blood stream infection which was treated with antibiotics. The source of the infection was bacteremia, possible osteomyelitis. There was a positive blood culture on (B)(6) 2025. The patient presented with 36-48 hour history of fever and chills. Temperature was 39.9 c and there was tachycardia (heart rate was about 110). There was associated nausea/retching. The infection was treated with vancomycin for 8 weeks (ended (B)(6) 2025), then switched to po doxycycline but experienced intractable nausea, decreased appetite, and weight loss. The patient was then switched to ds septra indefinitely. The patient was listed for transplant (B)(6) 2025.